Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was retained at the facility.